Event description:
It was reported that an ilet pump¿s display glass was found shattered when the user removed the device from a pocket, with the touchscreen remaining functional and the device continuing to operate. No reported symptoms or injury. Outcomes included no change in clinical status and continued device use until replacement. Investigation included complaint intake, verification of device information, and initiation of a device replacement with plans for return of the original unit. Investigation of this case revealed physical damage to the screen consistent with breakage, with no associated alarms and no interference with immediate operation. It was concluded that the event involved damage to the display component, with no patient harm and device replacement arranged.